Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an open colon resection procedure, just a few minutes after the beginning of the operation the active blade of the device had fallen off without any reason. The surgeon removed the broken active blade from the patient and used new device. Procedure was prolonged by three minutes. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned with the blade tip broke off and not returned. The device was functionally tested on the generator and the max hand control button was not functional. However, the device did activate when tested with the foot switch. During functional testing on gen11 instrument error screen was displayed. The device will stop activating when the blade becomes damaged. The device was disassembled and the blade had broken inside the tube proximal to the tissue pad. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The analysis concluded that the blade broken due to contact with clamp arm pin. No conclusion could be reached as to what caused the blade to make contact with the clamp arm pin.